Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: patient 9, date: (B)(6) 2013, inratio: 1.3, reference: 2.83. Patient 10, (B)(6) 2013, 2.7, 1.46. Patient 16, (B)(6) 2013, 2.7, 7.39. Patient 22, (B)(6) 2013, 2.1, 5.76. Patient 29, (B)(6) 2013, 1.9, 6.36. Pt #29 may have been taking antibiotics. No other pt info was provided. All pts were tested using the same strip lot number, however customer was unable to provide the number. Customer has 4 wings, each with its own meter and staff. Customer is not sure which meter was used for which pt. Reference MDR #2027969-2013-00169, #2027969-2013-00193 and #2027969-2013-00195 for additional meters.